Event description:
The customer reported the ventilator alarmed and went vent inop. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem. The service technician replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was completed and the unit passed per operating specs.

Manufacturer narrative:
Na